Event description:
Account alleged that the brakes were not working. No injuries reported.

Manufacturer narrative:
Technician found that all casters were failing to lock. Replaced castes to resolve this issue.